Event description:
Had essure placed (B)(6) 2008, immediately experienced pain and discomfort. Hsg test was done (B)(6) 2008 was told my tubes were 100% blocked. I contacted the doctor whom did the placement he blew me off. My symptoms include iron deficiency, anxiety and panic attacks, acne and skin rashes, back pain, fainting, blurry vision, chest pain, forgetfulness, confusion, spotting, constant sweating, cramping, dizziness, dry skin, dry hair, ear aches, facial pain, fatigue, hair loss, headaches, heavy bleeding and clotting during periods, allergic reactions/irritations, hip pain, hypothyroidisms, insomnia, irregular periods, mood swings, irritability, night sweats, pregnancy, stabbing pains in sides, sore throat, weight gain.